Event description:
Medical records were received. The revision operative report indicates the patient was revised to address acetabular loosening. Additionally it was noted that there was a fair amount of fluid within the joint. The complaint was temporarily reopened to add the femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.